Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: visual inspection revealed that moisture was present behind the display lens. Also, the audio bolus button cover was intact. Furthermore, damage to the pump case was observed between the upper right corner of the display lens and the case seal. The pump powered on, as confirmed by the presence of the auditory cue and visual display, but the vibratory function failed. Evaluation revealed that the audio bolus button was unresponsive. Also, the pump failed a leak test due to the pump case damage previously noted. The audio bolus button cover was removed, and no evidence of contamination or any defect was observed. The pump cover was removed, and further evidence of moisture ingress was observed on internal components. The reported event was duplicated; the audio bolus button failed due to damage from the moisture ingress event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. Reportedly, the audio bolus button was under responsive and moisture was observed behind the display. It was reported that the bolus button was not damaged and no delivery issues were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.